Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. Motor may have had an intermittent failure that was not detected during our testing. Unit had cracked battery tube threads, reservoir tube lip, minor scratched display window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer stated that she was not able to rewind the pump. The customer stated that the drive support cap is correct. The customer will be sent a replacement pump.